Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer had been hospitalized on (B)(6) 2017 at 9 p.m. Due to high blood glucose. The customer¿s blood glucose level at the time of admission was over 400 mg/dl. The caller reported that the insulin pump had stopped working. The customer also had a cold. The customer was currently waiting to be put in the intensive care unit. Troubleshooting was not performed. The device will not be returned for analysis.